Event description:
It was reported that the patient faced an event with infusion sets where infusion set canula got leak on (B)(6) 2026 and patient reported high blood glucose levels.

Manufacturer narrative:
Initial 1 of 2. E1: name: tandem, country: united states of america, street: 11045 roselle street, city: san diego, state: ca, zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number and serial number; however, lot number and serial number were not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number and serial number were identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.